Event description:
It was initially reported that patient had never had therapeutic effect following pump and catheter implant in 2007. The physician had been able to fully aspirate and fill the reservoir with no reservoir volume discrepancies. Additional info received indicated the patient had an initial response for about one week following initial implant. The patient responded at the test dose. The drug used in the pump was lioresal 2000 mcg/ml at a dose of 468 mcg/day with 40 mcg boluses. The patient began to experience hypertonia. An x-ray was done in august which indicated the system appeared intact. The patient underwent multiple dose adjustments with no results. The hcp was unable to aspirate from the catheter access port. The patient was scheduled for replacement. In 2008, during surgery, the hcp was unable to aspirate csf from the catheter. There were no obvious kinks, breaks, or cracks noted. The catheter seemed to be the issue, however, the pump was on the list of recalled devices due to missing propellant, so the hcp made the decision to replace the pump and return it for analysis. Reportedly "there was no reason to suspect the pump was the issue. It seemed to be a catheter kink or occlusion as the physician was unable to aspirate in surgery." The pump and catheter were replaced with the catheter tip placement at t9. The patient outcome was reported as "no injury". The device was returned to the manufacturer where it was noted the patient "recovered without sequela."

Manufacturer narrative:
Final device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.